Event description:
It was reported that: "guidewire would not come out through the catheter. Clinician felt resistance so they pulled out the catheter and guidewire and started the procedure over with a new kit and had to re-stick the patient." There was no reported patient harm or injury.

Manufacturer narrative:
(B)(4). The customer returned one guide wire and product lidstock for analysis. No definite signs of use were observed on the guide wire. Visual analysis revealed that the guide wire was kinked towards the distal end. The distal j-bend appeared intact. Microscopic examination confirmed the damage and revealed that both welds were full and spherical. Visual analysis of the catheter could not be performed as it was not returned for analysis. The guide wire kink measured 314mm from the proximal end. The guide wire offset coils measured 340mm from the proximal end. The overall length of the guide wire measured 354mm which is within the specification limits of 350-355.6mm per the guide wire product drawing. The outer diameter (od) of the guide wire measured 0.610mm which is within the specification limits of 0.610-0.635mm per the guide wire product drawing. The guide wire was functionally tested per the instructions for use (IFU) provided with this kit, which instructs the user, "thread tip of catheter over guidewire.". The guide wire was advanced through a lab inventory catheter and passed with little to no resistance. Functional analysis of the catheter could not be performed as it was not returned for analysis. A manual tug test confirmed that the distal and proximal welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit informs the user, "precaution: use care when removing guidewire. If resistance is encountered, remove guidewire and catheter together as a unit. Use of excessive force may damage catheter or guidewire." The customer report of a kinked guide wire was confirmed through the investigation of the returned sample. However, resistance between the guide wire and catheter could not be confirmed as the catheter was not returned for analysis. Visual analysis revealed that the guide wire was kinked towards the distal end. Despite this, the guide wire passed all relevant dimensional and functional requirements, and a device history record review did not reveal any relevant findings to suggest a manufacturing cause. The appearance of the damage is consistent with unintentional use error, but without the reported catheter returned for analysis, the potential root cause cannot be determined at this time. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "guidewire would not come out through the catheter. Clinician felt resistance so they pulled out the catheter and guidewire and started the procedure over with a new kit and had to re-stick the patient." There was no reported patient harm or injury.

Manufacturer narrative:
(B)(4).